Manufacturer narrative:
H3 the end user destryoed the device. No eval will be done.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was operating the cautery machine when the semi-disposable monopolar cable started sparking at the distal end near the connector. Immediately afterwards, the cord broke off at the same location. The machine and cables involved were removed from the room and replaced. The case continued with no harm to pt or staff. Biomed was called to test the electrosurgical unit but the faulty cord had already been discarded. The electrosurgical unit tested out fine and was returned to service. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).